Event description:
This lead was revised on (B)(6) 2012 because it was believed that this lead was causing diaphragmatic stimulation; however this could not be proved during the revision. This lead remains actively implanted. Should addition info become available, this file will be updated.